Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak of 50ml of diluent/blood inside of the coulter lh 750 slidemaker unit. The customer could not locate the exact source of the leak area near a pinch valve and service was requested. The leak was contained inside the instrument. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and safety glasses. There was no exposure to mucous membranes or open wounds and medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. No slides were made at this time. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse found the leak was due to a cut tubing and replaced it. Per e-mails from the fse, the leaking tubing was the red stripe I-beam tubing through valve line 8 (vl8) and dispense probe 1 (dp1) in the slidemaker. The leak was at the pinch valve and there was blood at the pinch valve on the outside of the tubing and in the drip tray. The tubing was visible to the customer upon opening the door, but no one touched the blood or the tubing. As soon as the leak was discovered the instrument was turned off by the customer and not used until the fse repaired the instrument. The tubing is rinsed with diluent between specimens and during a startup, and rinsed with clenz during shutdown. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is a cut tubing through vl8 and dp1. (B)(4).